Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. H6: component, type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-04562. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The 14f esheath+ was returned with the associated 26mm commander delivery system partially inserted through sheath with the full loader assembly over flex shaft, the crimped valve was stuck within the sheath, with a bent strut puncturing through the strain relief, which had two additional puncture holes. The liner was partially expanded, the distal tip was unopened. An 0.8 inch tear was observed on the sheath liner. There was damage on the sheath shaft near the punctured area. A liner strand was identified 2.75 inches from the com-nut. After engineering cut the proximal end of the sheath shaft to retrieve and deploy the valve, a piece of hdpe was observed on the valve near the bent strut, which was confirmed to be consistent with the rough cut of proximal sheath shaft by engineering. The associated commander delivery system was advanced through the sheath and the sheath expanded and the tip opened, as designed. Delivery system flex tip outer diameter (od) is the largest component advancing through the sheath. An out of specification flex tip od measurement would contribute to the reported resistance when advancing through sheath. However, due to the returned condition of thedelivery system (devices were unable to be fully decontaminated and removed from the fume hood), dimensional measurement for flex tip od was unable to be performed using laser micrometer. Due to the nature of the liner strand (too small), a liner strand thickness measurement was unable to be taken. Review of the IFU and training materials is detailed in the technical summary and continues to provide adequate instructions on device use, risks, and precautions. In addition, review of manufacturing mitigations is captured in the technical summary, which are still in place. The technical summary that applies to this complaint event establishes, through extensive complaint investigations, that events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. In this case, the punctured sheath and torn liner were confirmed based on the evaluation of the returned device. Available information suggests that procedural factors (valve caught on liner, excessive manipulation) likely contributed to the liner strand, which was observed near where the bent valve strut and sheath shaft puncture were located. Additionally, these same procedural factors (valve caught on sheath, excessive manipulation) likely contributed to the sheath puncture, as one bent valve strut was observed to be puncturing through the strain relief approximately 0.6 inches from the distal end, and the sheath shaft was damaged near the punctured area. It is possible that additional device manipulation to overcome the resistance encountered may have been applied during the procedure resulting in damage to the sheath. During delivery system advancement through a challenging pathway, the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath hdpe, liner, and/or strain relief and lead to damage. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. Vessel tortuosity if present can exasperate the interaction between the crimped valve and sheath. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action or product risk assessment is required.

Manufacturer narrative:
The investigation for this report is ongoing. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported by the field clinical specialist, during a transfemoral aortic valve replacement procedure with a 26mm sapien 3 ultra resilia valve, the heart team felt resistance while trying to insert the delivery system in the esheath+. The team stopped moving forward with delivery system and prepared a new valve and system. The new system was prepped with a new valve, which was deployed successfully. Upon removal, it was seen that a strut from the valve penetrated the esheath+, causing the issue. Per pre-decontamination observations, there was a bent strut on the valve, and a liner strand was discovered on the sheath.